Event description:
The customer reported there was a blockage in the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was a blockage in the instrument channel. In addition, service found the distal end plastic cover, and control body had minor scratches. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was clogged in the biopsy channel but the specific material could not be identified. The biopsy channel was not reported to have been deformed or broken. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by following the instructions for use which state: operation manual: "inspection of the endoscopic system_ inspection of the instrument channel and forceps elevator. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." Reprocessing manual: "precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Aspirate water: manually cleaning the endoscope and accessories_ brush the channels". Olympus will continue to monitor field performance for this device.